Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to j703 connector pins contaminated. The root cause for the contamination could not be positively identified lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There were no adverse events associated with the belt malfunction.